Manufacturer narrative:
The endoscope was returned and evaluated. Per the customer reported complaint, failure analysis found that the endoscope was received with mechanical damage to the distal end resulting in broken optical components and 3d optical misalignment. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the endoscope lens was noted to be cracked prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.